Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effects. The job traveler for the reported lot revealed no nonconforming reports (ncr) indicating all units passed quality assurance (qa) verification. The reported patient effects of occlusion and surgery are listed in the supera instructions for use. Based on the information reviewed, there is no indication the reported patient effects were caused by or related to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2015, a bypass procedure was performed to treat the occlusion. The patient did well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a procedure to treat a target lesion in the moderately tortuous and mildly calcified femoral artery. A 5 x 150 supera veritas stent was implanted. One day post procedure, the stent was noted to be fully occluded. Intervention was scheduled for (B)(6) 2015. No additional information has been provided.